Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient stated that while sleeping in the night the tubing line broke of the infusion set. Reportedly, the detachment occurred close to the quick release. The location of the infusion was right abdomen and the pump was in the right pocket of shorts. The infusion was used for 3 days. The infusions were stored, or used, in a place where they were not exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the body. No further information available.